Event description:
Occlusion alarms were reported causing the customer¿s blood glucose level to display "high," specific value unknown. Elevated blood glucose was address with a manual dose injection. The customer changed the cartridge and resumed insulin. Despite repeated occurrences of occlusion events over the past two months with each cartridge change, the customer managed each incident similarly and did not require third-party assistance.